Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the patient experienced an episode of transient heart block post transcatheter aortic valve replacement (tavr). Diagnostic tests were performed and the transvenous pacemaker was left in place for three hours post procedure. It was noted that the episode of complete heart block (chb) resolved one day after onset. Per the physician, the chb was not related to any device and was probably related to the implant procedure. Following the tavr, the patient had a peak white blood cell (wbc) count of 11.2 thousand cells per microliter (10^3 cells/l). Leukocytosis was diagnosed. Four days later the wbc count returned to baseline of 8.9 10^3 cells/l and leukocytosis was noted to be resolved without treatment. Per the physician, the leukocytosis was not related to any device and was possibly related to the implant procedure. One day following the implant of the valve, left bundle branch block (lbbb) was identified. A 14-day mobile cardiac outpatient telemetry (mcot) device was placed to monitor the patient¿s rhythm. The lbbb event required prolonged hospitalization. The lbbb was noted as not yet resolved. Per the physician, the lbbb was related to the valve and the implant procedure. Two days following the implant of the valve, 1st degree atrio-ventricular block (avb) was identified on the discharge electrocardiogram (ECG). No treatment required for the 1st degree avb. The 1st degree avb was noted as not yet resolved. Per the physician, the 1st degree avb was related to the valve and the implant procedure. 12 days after the valve implant procedure, the patient presented to the emergency department (ed) with palpitations and shortness of breath. ECG showed that the patient was in atrial fibrillation (afib). Eliquis and metoprolol were started. The patient was discharged from the ed in stable condition with a 7-day holter monitor. Afib was noted as resolving. Per the physician, the afib not related to any device and was probably related to the implant procedure. Additional information was received to report the afib was resolved ten days following onset.

Manufacturer narrative:
Continuation of d10: product ID unknown dcs; product lot/serial number unknown; product type: delivery catheter system; implant date na; explant date na product ID unknown cls; product lot/serial number unknown; product type: compression loading system; implant date na; explant date na medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that the patient experienced an episode of transient heart block post transcatheter aortic valve replacement (tavr). Diagnostic tests were performed and the transvenous pacemaker was left in place for three hours post procedure. It was noted that the episode of complete heart block (chb) resolved one day after onset. Per the physician, the chb was not related to any device and was probably related to the implant procedure. Following the tavr, the patient had a peak white blood cell (wbc) count of 11.2 thousand cells per microliter (10^3 cells/l). Leukocytosis was diagnosed. Four days later the wbc count returned to baseline of 8.9 10^3 cells/l and leukocytosis was noted to be resolved without treatment. Per the physician, the leukocytosis was not related to any device and was possibly related to the implant procedure. One day following the implant of the valve, left bundle branch block (lbbb) was identified. A 14-day mobile cardiac outpatient telemetry (mcot) device was placed to monitor the patient¿s rhythm. The lbbb event required prolonged hospitalization. The lbbb was noted as not yet resolved. Per the physician, the lbbb was related to the valve and the implant procedure. Two days following the implant of the valve, 1st degree atrio-ventricular block (avb) was identified on the discharge electrocardiogram (ECG). No treatment required for the 1st degree avb. The 1st degree avb was noted as not yet resolved. Per the physician, the 1st degree avb was related to the valve and the implant procedure. 12 days after the valve implant procedure, the patient presented to the emergency department (ed) with palpitations and shortness of breath. ECG showed that the patient was in atrial fibrillation (afib). Eliquis and metoprolol were started. The patient was discharged from the ed in stable condition with a 7-day holter monitor. Afib was noted as resolving. Per the physician, the afib not related to any device and was probably related to the implant procedure.